Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00686, test 1 of 2).

Event description:
User reported false positive result. No information on follow up testing was provided. Report 2 of 2.

Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported two false positive results. No information on follow up testing was provided. Report 2 of 2.